Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 20 months. Through follow-up with the health-care provider, it was learned that this patient had undergone two previous open heart surgeries, the first one in (B)(6) for rheumatic mitral valve disease, followed by aortic valve replacement, mitral valve replacement, and tricuspid valve repair done in (B)(6) 2009. Postoperatively, he had a year of being well but then started to develop symptoms of heart failure and was admitted in (B)(6) 2011 with query endocarditis with (B)(6) of bacteria. He was treated with ceftriaxone. He was also treated at the same time with anti-failure treatment. The echocardiogram demonstrated prosthetic mitral valve leaflet thickening and stenosis with perivalvular leak. Hence, it was thought that in relation to his poorly functioning mitral valve prosthesis and periprosthetic leak, he should be considered for third time surgery requiring mitral valve replacement. Upon inspection of the valve, it was noted to be obviously very diseased. All three leaflets of the prosthetic mitral valve were very thickened with evidence of some calcification. There were two sites of perivalvular leak which were noted to be both at the right and left trigone region. It was indicated by the health-care provider that the reason for removing the valve was not related to a device malfunction. According to our records, the explanted device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Unfortunately, the edwards device was not returned for analysis. Without return of the device, the reported event cannot be confirmed. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source of the infection was provided as "(B)(6)."